Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen and cable were replaced to address the issue. The device was returned unrepaired as per the customer.

Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen and cable were replaced to address the issue.